Event description:
The philips sales rep ("sales rep") claimed that the user called him to report a pt burn. It was initially reported that a female pt was sedated for MRI and was on her back and inserted into the bore feet first, up to her waist (abdomen up to head were outside the MRI bore). It was reported that the magnet was a new siemens magnet and no extra coil was in use. When the pt was awoke, she complained of pain on her calf. The hospital staff discovered the burn on her calf, which was called 3rd degree. The sales rep claimed that he was told the burn was a linear burn going up and down the pt's calf.

Manufacturer narrative:
(B)(4). The user told the sales rep that the director of radiology had asked her to call to arrange for someone to evaluate the device, even though they do not think that the device was responsible for the burn. At the user's request, an fse was dispatched to evaluate the device. Per the fse, the device was checked and proper operation was confirmed. The fse tested spo2, ECG, nibp and etco2 and all parameters functioned as expected. The fse also checked all cables that were attached to the pt and found that they were operating properly and there was no evidence of burn marks/melting noted. No pictures of the pt's burn were made available to the device manufacturer, but the burn was described as linear. It is not known if the linear burn pattern is consistent with the pt's leg being placed on top of a cable or another conductive item resembling a linear object. The pt was described as being inserted into the MRI bore on her back, feet first and up to her waist. The portion of the pt's body from her abdomen up to her head was reportedly outside the MRI bore. Based on this description of the pt's orientation, all of the vital sign connection from the pt to the device would have been located outside of the MRI bore. Therefore, there is no indication that any of the device's accessories were in contact with the area of the pt that was reportedly burned. It was reported by the sales rep that hospital staff stated that the pt was using a cream that had zinc and copper in it. The hospital did not provide the identification of the cream in use by the pt. The sales rep claimed that the cream was reportedly tested and was said to be conductive. However, the device manufacturer cannot confirm that this cream was responsible for the pt's burn. Therefore, we are considering the cause of the pt's burn to be unk. Based on the investigation, there is no evidence supporting that the device or its accessories malfunctioned or that the device or its accessories caused or contributed to the reported pt burn. No further investigation or action is warranted.